Event description:
It was reported that a tria ureteral stent was used during a procedure. It was noticed during advancing that the stent and guidewire could not be advanced or removed when pushed. While attempting to remove the device, the stent's proximal part was separated. The broken stent and the guidewire were removed and a new tria ureteral stent was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this tria firm ureteral stent underwent a thorough analysis. Visual analysis identified that the stent buckled and the stent shaft was detached. During magnification inspection, it was found that the drainage holes were deformed, and, the bladder coil was bent. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation stent shaft break and stent/delivery system difficult to advance could be confirmed. It is likely that the issue could have been caused by operational factors since, if the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance the stent to the target site. These issues consequently could have caused the detachment of the stent, the deformation of the drainage holes and the bent observed on the bladder coil. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was used during a procedure. It was noticed during advancing that the stent and guidewire could not be advanced or removed when pushed. While attempting to remove the device, the stent's proximal part was separated. The broken stent and the guidewire were removed and a new tria ureteral stent was used to complete the procedure. There were no patient complications reported.